Event description:
A ventilator was returned to the manufacturer for an issue related to the tidal volume delivery. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, the overhead blower filter was found to be contaminated. The device's overhead blower filter was cleaned to address the issue.